Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During ICD f/u performed on (B)(6) 2013, a warning message was displayed indicating that a device reset occurred on (B)(6) 2013. Preliminary analysis showed that the reset was related to an abrupt decrease of the device internal power supply. It was recommended that physician evaluates the benefit of device replacement for the pt.